Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and unable to recover after multiple attempts. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the latch sensor was loose. A field service engineer (fse) reattached sensor to clock issue was resolved. The system functioned as intended after the field service engineer repaired the device.